Event description:
Healthcare professional reports results higher than expected with the protime microcoagulation system. Protime generated inr result 4.5 and lab generated inr result 1.8. Pt treated based on lab result. Pt tested daily and results normally run 1.9-2.0. Pt's therapeutic range: 2.0-3.0. No adverse event(s) reported.

Manufacturer narrative:
(B)(4). Cuvette lot number not provided by customer. Method: actual device not evaluated. Process evaluation performed. No related ncmrs, complaint trends, or CAPA identified. Result: no results available since no evaluation performed. Conclusion: unable to confirm complaint. Device not returned. Itc has requested all data required for form 3500a.